Manufacturer narrative:
The device has not yet been returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece, and became lodged in the patient's left hamstring. A slightly larger incision was made and the needle was fully retrieved from the patient and discarded. There were no patient complications.